Event description:
Dr. Went to inject the patient with a gel-one visco injection and the gel came out of the top due to the needle placement not being secure. Was told it seemed to be worn down threads on the gel-one itself that didn't allow the needle to be secure.